Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x38mm synergy drug-eluting stent was advanced with a support of a non-bsc guide extension catheter. However, upon advancing, slight resistance was encountered. When the device was removed from the patient's body, it was noticed that the proximal edge of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 38 stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 7 most distal stent strut rows appeared undamaged and correctly positioned; the remainder of the stent was damaged and bunched in a distal direction along the balloon. The undamaged distal section of the crimped stent outer diameter was measured and is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A 0.014'' guidewire was tracked through the inner lumen, entering at tip exiting at exchange port, and no issues or resistances were noted. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿¿if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem. Use of excessive force may result in stent damage or stent dislodgment from the balloon. Maintain guidewire placement across the lesion, and remove the stent system and guide catheter as a single unit.¿¿ however, it was reported that multiple resistances were felt when advancing this device through the guideliner catheter and use of the device continued. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x38mm synergy¿ drug-eluting stent was advanced with a support of a non-bsc guide extension catheter. However, upon advancing, slight resistance was encountered . When the device was removed from the patient's body, it was noticed that the proximal edge of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.